Event description:
Patient experienced back up battery fault alarms on their heartmate 3 lvad system controller requiring a controller exchange. During the exchange, lvad pump was temporarily off and patient subsequently developed shortness of breath. Patient has experienced this alarm 4 times requiring controller exchange since (B)(6) 2023. Previous controller serial numbers: (B)(6). Serial number of controller of this event on (B)(6) 2026 is: (B)(6).